Event description:
The pt was admitted to the hospital on (B)(6) 2010 with pneumonia. The pneumonia cleared up. The pt was still hospitalized due to overdose symptoms; the pt was lethargic, sleeping too much, and wasn't eating. The pt acted like a typical pt that was being overdosed with medication. The pt's primary healthcare provider (hcp) indicated that the pt had a similar situation back in may regarding an overdose (see MFR's report #6000030201004826). The hcp wanted the pump to be turned down. The hospital and family were unaware of any recent refills or changes to the prescription. The pt's status was noted to be "serious." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket and the anterior needle was undisturbed. Because the anterior needle did not engage with the cuff during needle deployment, the suture could not be retrieved when retracting the needle plunger and the knot could not be formed to be advanced to the arterial surface to close the vessel. Because the link was held on one end by the anterior cuff in the foot pocket while being pulled on the other end by the removal of the suture from the device, this resulted in the link break at the anterior cuff. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior cuff miss and subsequent link break is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4).